Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. During the procedure, after deploying several bands successfully, it was observed that the remaining three bands would not deploy off of the ligator. The physician continued to rotate the handle; however, the bands would still not deploy off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noticed that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.